Manufacturer narrative:
The pacemaker was disposed of by the hospital and not expected to be returned.

Event description:
It was reported that the facility reported the pacemaker was explanted a couple months ago due to premature battery depletion. A new device was successfully implanted. It was further reported that this pacemaker was disposed of by the hospital and not expected to be returned. No additional adverse patient effects were reported.